Event description:
It was reported that the patient had carotid artery surgery and four days later when she turned her device back on she felt "a bolt of lightening down her right leg." It lasted about five minutes and then stopped. The patient turned her device off and has not used it since. Further information is being requested from the hcp.